Event description:
(B)(6) additional info received and has been added in the comments. Please include additional information in your f/u. Thank you.

Manufacturer narrative:
Although the evaluation of the submitted system controller log file confirmed the report of low speed and pump stoppage events, a specific cause for the events could not be conclusively determined through the evaluation of the returned portion of the driveline. A distal end driveline repair was performed on (B)(6) 2018 and the replaced portion of the driveline was returned in a segment measuring approximately 18 inches. Rescue tape was observed approximately 5 inches through 8 inches and 10.5 inches through 12.5 inches from the metal connector. Metal braided shield breakdown was observed along the length of the returned driveline segment, with severe breakdown observed approximately 2 inches through 8¿ inches from the metal connector. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and high-potential testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported events. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 3 years and 3 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead has been returned for evaluation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that pump stoppages occurred. The patient was sent home on an ungrounded patient cable. The manufacturer¿s technical services representative reviewed the submitted log file and the file and confirmed the event. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed. The lvad was connected to a grounded power module patient cable after the replacement and alarmed with a pump stoppage. A non-grounded power module patient cable was utilized. No additional information was provided.

Manufacturer narrative:
Device evaluation: the evaluation of heartmate ii lvas confirmed a driveline issue that could have contributed to the report of pump stops and speed drops. The submitted system controller log file captured several low speed hazard/advisory alarms and pump stop events between 09:33:12 pm through 09:40:31 pm on (B)(6) 2018 and 10:32:43 am through 10:33:46 am on (B)(6) 2018. Intermittent low flow hazard alarms and power elevations were observed during the low speed events, reaching values up to 25.5 watts. These events only occurred while the system controller was connected to a power module. Based on previous complaint history, the events appear consistent with a potential driveline issue. A distal end driveline repair was performed on (B)(6) 2018 and the replaced portion of the driveline was returned in a segment measuring approximately 18 inches. Rescue tape was observed approximately 5 inch through 8inches and 10.5 inches through 12.5 inches from the metal connector. Metal braided shield breakdown was observed along the length of the returned driveline segment, with severe breakdown observed approximately 2¿ through 8¿ from the metal connector. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported events. It was reported that the patient was placed on a grounded patient cable following the repair, and low speed alarms were noted while sitting on the edge of the bed. These low speed events were confirmed through the evaluation of the additional submitted system controller log file. The patient was placed on battery power and the alarms resolved. The patient was placed on an ungrounded patient cable without any issues; however, the patient underwent a pump exchange on (B)(6) 2018 due to the suspected driveline issue. (B)(4) was returned assembled with the driveline severed approximately 9.5 inches from the pump housing. The remainder of the driveline was returned in a segment measuring approximately 32 inches. Breaches in the insulation in orange and brown wires were observed approximately 8.5 inches and 12.5 inches from the pump housing, respectively, exposing the inner conductors. The damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed inner conductors of the orange or brown wires made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have resulted in the reported pump stops, which were observed in the submitted log files. In addition, if the exposed inner conductors and the orange and brown wires made simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have resulted in pump stops while connected to any power source. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient underwent a pump exchanged on (B)(6) 2018 due to the reported driveline issues.